Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an hernia repair surgery on (B)(6) 2013 and mesh was implanted.  On (B)(6) 2016 the patient underwent an invasive surgical procedure at (B)(6) healthcare in (B)(6) to remove extensive bowel adhesions to the mesh device implanted in his body. It was reported that the mesh ¿ruptured¿ and the initial hernia required repair. No additional information was provided.